Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product

Event description:
(B)(6) calling in because a patient of hers reported to her office very upset, his blood sugar was high claiming hig bg reading on the micro meter was 652 and had just taken 18 units of insulin and then reported his bg was 952 after treatment. (B)(6) realized that he was reading his test results upside down. Caller wanted to report that she notified the FDA a patient took insulin based on the upside down reading. The caller was very concerned that do to the design of the meter anyone with a visual impairment would be at risk of making this potentially dangerous mistake. Requested product to be returned.